Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the tip of the instrument has been broken during the insertion of the screw into the body on an unknown date. Broken parts were retrieved and returned. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Investigation confirmed that the holding pin of the retaining sleeve is broken off. There are clear signs of wear and tear due to regular use. The conclusion is that normal wear and tear has lead to the reported problem. No product fault could be detected.